Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted concurrently with anterior repair with enterocele repair, transvaginal cystoscopy due to vaginal vault prolapse, weak pubocervical tissue and cystocele. It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently posterior repair, and enterocele repair due to rectocele, enterocele and incompetent rectovaginal tissue. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, infection, urinary problems, dyspareunia and vaginal scarring.